Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment that could not be resolved. Rinseback could not be completed due to the amount of the time spent troubleshooting the alarm, resulting in an estimated blood loss of 175cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The exact source of the air alarm cannot be determined, however, per the user's guide the most likely causes of air in the arterial line includes loose connection or disconnection at arterial access, air in saline used for prime, poor flow through arterial access or clamped patient line. A direct correlation between co system one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to this event. Co considers this report closed. No additional information will be provided.